Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) touchscreen intermittently did not respond to touch. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not reproduce the reported problem but replaced the monitor with a loaner as a precaution. The fsr installed the loaner monitor and performed functional testing. The loaner central control monitor operated to manufacturer specifications and was returned to clinical use. The suspect monitor was returned to the manufacturer for further evaluation.